Manufacturer narrative:
The report of driveline fault alarms was confirmed through the evaluation of the log files retrieved from the returned system controller. Approximately 17 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2016 and returned for evaluation. The examination of the replaced section of the driveline found breakdown of the braided shielding adjacent to the metal/controller connector and the terminus of the connector bend relief; however, electrical continuity testing did not reveal any discontinuities or shorts and visual inspection of the wires found no evidence of wire damage or wear. The driveline segment was connected to a mock circulatory loop and a test system controller for over three hours and no atypical alarms occurred. The evaluation of the replaced section of driveline did not reveal a device related issue that would have contributed to the reported driveline fault alarms. The patient remained ongoing on lvad support with driveline fault alarms until a pump exchange was performed on (B)(6) 2016. The patient¿s pump exchange was reported under medwatch MFR report # 2916596-2016-02395. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system produced driveline fault alarms on (B)(6) 2016. The system controller was exchanged for the patient's safety as the system controller was kinked and taped. X-ray images were reviewed by the technical service representative and no obvious areas of concern were seen. The patient had previously underwent a percutaneous lead (driveline) replacement on (B)(6) 2016, and a subsequent pump exchange on (B)(6) 2016. On (B)(6) 2016, it was reported that the lvad system produced elevated flow estimations and power readings, and the vad team suspected pump thrombosis. The lvad system was also producing driveline fault alarms. It was reported that the lvad readings later normalized. On (B)(6) 2016, the technical service representative was on site and performed a driveline evaluation. There were no open wires found when the phase interrupter test was used. On (B)(6) 2016, the manufacturer's technical services performed a percutaneous lead (driveline) replacement. On (B)(6) 2016 the lvad system again produced driveline fault alarms. The patient was asymptomatic.